Event description:
Related manufacturer reference number: 3006705815-2022-16420. It was reported the patient is not receiving effective therapy due to invalid impedances. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2022-16420. It was reported the patient is not receiving effective therapy due to invalid impedances. Surgical intervention was undertaken on (B)(6)2022, where the entire system was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.